Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000148829.

Event description:
It was reported that patient experienced ipg site discomfort and shocking stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The report of ¿shocking sensation or discomfort at ipg site¿ was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Discomfort or shocking sensation at the ipg site can sometimes be associated with patient anatomy and/or the location of the ipg pocket site and is not device related.